Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that they were experiencing a feeling of pain on the right side of their vaginal area. The patient noted that they were going three times a week prior to implant and since implant they had to get up more often throughout the night, it was not working for them. The patient noted that they went through security and stated that it did something to this. The patient reported that after going through security they had to go every half hour and that they really suffered. The patient did not have access to their patient programmer (pp) so they could not check their device at the time of report. The patient contacted a manufacturer representative (rep) who increased the stimulation to 2.2 v but it still did not work very well. The patient stated that they then started to feel pain on the right side and noted that the rep had told them to decrease stimulation, so the patient decreased to a comfortable level of 1.1 v. The patient noted that they met with a urologist and they did not know everything was on the right side. The patient stated that the urologist did a test to see if the patient had an infection and it turned out to be negative, the patient noted they were given medication anyway. The patient stated that they went to (B)(6) and had a similar problem of having to go a lot. At the time of report the patient was feeling a continuous vibration every 2 seconds in their vaginal area and couldn¿t sleep because of it. The patient noted that their doctor had told them to try the program that they were on for 6 months and the patient was instructed to follow up with their hcp. It was indicated that there was no trauma or falls related to this issue. Additional information was received from the patient on (B)(6) 2017. The patient reported that they had an appointment with their hcp and rep on the day of report. The patient noted that they had talked with the rep three weeks before report and let them know that the therapy was still not working for them. No further complications were reported or were expected.